Event description:
It was reported and confirmed by telemetry that during surgery, upon the update of the newly implanted pump, an audible critical alarm occurred due to critical pump memory error. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).